Manufacturer narrative:
The pump passed the displacement test however, the pump alarmed pump error 63 during the self test and pump error 63 alarm (variable 3) is found in the downloaded history file due to broken trace at pin 6 (sda) u1 on the keypad assembly. The pump was programmed with a test guardian 3 link and a test plug. The pump communicated properly with the sensor and test plug. The display showed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated to the programmed test values properly and displayed correctly on the display graph. The pump entered auto mode without calibration or enter bg errors. The pump was monitored for several days while connected to the test sensor and plug. No lost sensor alarm, cannot find sensor signal alarm, sensor signal not found alarm, or auto mode anomaly noted during testing.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 174 mg/dl, 201 mg/dl, 192 mg/dl, 123 mg/dl. Customer was able to clear the alarm and also able to rewind insulin pump. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.